Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing due to crosstalk on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.